Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations was unable to replicate or confirm the customer reported failure mode. The instrument was inspected and there was no damage found to the instrument's conductor wires. The instrument was installed on an in-house is3000 system passed self-testing and energy was delivered with no issues noted and the instrument passed electrical continuity testing. The instrument also passed grip force testing.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The complaint is being reported because one of the reported vessel sealer instrument was not sufficiently sealing. Although there were no reported injuries as a result of the reported issue, this reported issue could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted sigmoid colectomy procedure, there was no energy coming from the tip of the vessel sealer instrument. Reportedly, there was bleeding experienced by the patient. The planned surgical procedure was completed and there was no report of any patient adverse outcome or injury. On (B)(6) 2015 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative who initially reported this complaint. According to the csr, the surgeon used the vessel sealer instrument to seal the patient's inferior mesenteric artery (ima) with the vessel sealer instrument and at the end of the sealing cycle the surgeon cut the patient's ima and it was noted that the patient was bleeding from the vessel. The csr indicated that there was no tissue affect observed; however, the surgeon cut the patient's vessel since the sealing cycle indicator had indicated that the sealing cycle was complete. The surgeon at the surgeon side console grasped one end of the vessel using an unspecified endowrist grasper instrument and the bedside surgeon grasped the other end with a hand held grasper instrument and the patient's bleeding was controlled. A replacement vessel sealer instrument was then installed to seal the ends of the vessel. According the csr, there was no significant blood loss; however, it is unknown how much blood the patient lost and he was not told that the patient required a blood transfusion. The csr indicated that the patient's vessel size was less that 7 mm and it is unknown if the patient underwent any previous radiation or chemotherapy. Tissue bunching was not observed and the surgical staff checked the erbe connections and there were no connection issues noted. There is no video recording of the surgical procedure. The csr indicated that he was told by the surgeon that the patient recovered and the patient did not experience any post-surgical complications.